Manufacturer narrative:
Neither the rt329 breathing circuit or infant cannula will be returned to fisher & paykel healthcare for investigation. We are in the process of obtaining further info in respect of the equipment set-up and circumstances surrounding the event to assist with our analysis. We are unable to carry out a lot check as no lot info was provided. We will provide a follow-up report when additional info becomes available.

Event description:
A hospital reported via a distributor that in a set-up involving the rt329 infant continuous flow breathing circuit, infant high flow cannula (manufacturer unk) and respiratory humidifier (manufacturer unk), water was coming out of the cannula. The humidifier displayed a temperature reading of 37 degrees celsius. No pt consequence was reported.